Manufacturer narrative:
Internal complaint reference case- (B)(4).

Event description:
It was reported that during a rotator repair surgery the multifix metal tip was implanted into the patient and it broke off. A second surgery was needed in order to remove the tip. The procedure was completed without a significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Event description:
It was reported that a rotator repair surgery was performed using a multifix anchor. Months ago, it was noticed that the metal tip broke off, therefore, a second surgery was needed in order to remove this tip. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
Internal complaint reference: (B)(4). H10 h3, h6: the device, used in treatment, was not returned for evaluation. There was a relationship found between the device and the reported incident, as an image of the device was submitted by the customer. No product identification information was provided and thus a manufacturing record and product specifications inspection reviews could not be conducted. A complaint history review concluded this was a repeat event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found appropriate warnings and precautions statements. A review of product print specifications, multifix s-ultra device assembly found the instruction: " visually inspect the distal end of the device to ensure the presence and proper orientation of the anchor, screw, and sleeve." Three pictures have been sent. They show a shoulder x-ray of with foreign body and an anchor removed during surgery. Visual inspection and functional testing could not be performed since the device was not returned for evaluation; however, the complaint was confirmed as the submitted image provide sufficient evidence to confirm. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event includes: (1) potential complications accompanying such implant surgery. There are no indications to suggest the device did not meet product specifications upon release into distribution. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation.